Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates that a needle mechanism failure occurred. The pod was not worn.

Manufacturer narrative:
Correction to h(10) based on case update: the device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The pod was received not deployed. The download data from the pod showed that the pod was received in pod state 15, having been deactivated by the user at the end of the first priming sequence. Timeouts were observed in the data, though the ratchet gear was still rotating, indicating that the timeouts did not affect pod activation. No hazard alarms were generated by the pod during priming. Investigation of the pod found no damages or manufacturing deficiencies that would cause timeouts or prevent the pod from completing activation.